Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported on (B)(6) 2016 they were laying down/sitting up in bed for about two hours, but when they got up to go to the bathroom, they took four steps, and on the fifth step they got a jolt through their entire body. When the consumer was jolted it threw them again the wall and they screamed. For the next 45 minutes they had tight chest muscles and chills, and needed to take a xanax. As a result the consumer turned stimulation off and confirmed adaptivestim was disabled. There were no traumas or falls reported related to this issue. On (B)(6) 2016 the consumer spoke with the manufacturer's representative (rep) who had them turn stimulation back on at a low setting which was confirmed with the patient programmer (pp). An appointment was scheduled with the doctor for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.